Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by customer that 2 bd phaseal¿ optima injector (n35-o multi) were leaking. The following information was provided by the initial reporter: I had a report from pharmacy manager at ______ that they experienced leaking on 2 occasions with bd optima injector # 515053.